Event description:
It was reported revision surgery was performed in (B)(6) 2012 to remove an acetabular cup implanted on (B)(6) 2005 and a femoral head implanted on (B)(6) 2005. It is unknown if the biomet taperlock stem also implanted on (B)(6) 2005 was also revised.

Manufacturer narrative:
(B)(4)